Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted. G4: model number is not sold in the us, but similar device is sold under model 46117-28. This product was used for the product code, and 501k.

Event description:
Even involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip where it was reported that the pressure goes up and down during infusion. There was no drug reported to be involved in this event. The reporter stated that there were "no obvious defects noted on the product and no other defects noted". Ther was one (1) product affected according to the report. The product was stored in a normal temperature room. There was patient involvement reported, and no patient harm/adverse event.

Manufacturer narrative:
The reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.